Event description:
It was reported healthcare professional attended same day to retract length of PICC and no concerns noted with exit site, catheter, blood return or flushing. PICC reported fractured after 24 hours. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted (B)(6) 2024, removed (B)(6) 2024, placed in the brachial vein, exit marking 6cm, secured with securacath at the 4-6cm marking, total length 44cm. PICC was used for antibiotics (typesnone). No interventions for occlusions. External leakage was identified just below securacath at 3cm mark. PICC was in use 24 hours. There are no xray images for this event. Additional comments: biopatch applied at insertion. Onco vat only.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter rupture is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the catheter body at the 1cm mark. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an occlusion was observed at the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Two photographs were also submitted by the complainant for review. No additional information was seen in those photos which changed the conclusions of this investigation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported healthcare professional attended same day to retract length of PICC and no concerns noted with exit site, catheter, blood return or flushing. PICC reported fractured after 24 hours. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted 17th july 2024, removed 18th july 2024, placed in the brachial vein, exit marking 6cm, secured with securacath at the 4-6cm marking, total length 44cm. PICC was used for antibiotics (typesnone). No interventions for occlusions. External leakage was identified just below securacath at 3cm mark. PICC was in use 24 hours. There are no xray images for this event. Additional comments: biopatch applied at insertion. Onco vat only.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported healthcare professional attended same day to retract length of PICC and no concerns noted with exit site, catheter, blood return or flushing. PICC reported fractured after 24 hours. No other information was provided.